Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump delivers too much insulin; experienced low blood glucose level of 42 mg/dl and "lo mg/dl" requiring assistance from wife. Caller reported wife served sweet food which caused his blood glucose to increase. Requested return of the alleged device for evaluation and replacement was provided.